Event description:
It was reported while using bd microlance¿3 needles the needle hub was cracked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: description (who, what, where, when, how, why): on tuesday, may 2, while performing chemotherapy, my colleague puts a needle on a syringe and pricks the septum of the solvent bag to inject the active ingredient and while withdrawing the plastic of the needle hub cracks in two. Consequences : leakage of the chemotherapy bag via the needle stuck in the septum. By whom and how was the event detected? By the operator immediate action : bag disposed of in a dasri and remanufactured.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304622 and lot number 220802. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, (B)(4) retained samples of the same lot number were obtained from the manufacturing facility for review; however, the retained samples did not display any signs of defect. At this time, an exact cause could not be determined for this event.

Event description:
It was reported while using bd microlance¿3 needles the needle hub was cracked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: description (who, what, where, when, how, why): on tuesday, may 2, while performing chemotherapy, my colleague puts a needle on a syringe and pricks the septum of the solvent bag to inject the active ingredient and while withdrawing the plastic of the needle hub cracks in two. Consequences : leakage of the chemotherapy bag via the needle stuck in the septum. By whom and how was the event detected? By the operator. Immediate action : bag disposed of in a dasri and remanufactured.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.